Event description:
Additional information was received from the patient. The patient reported that she didn¿t know why she got the por message. The patient reported that she was going to recharger her ¿magnet¿ like she did every week and got the message. The patient reported that she looked the message up in her spinal cord stimulator (scs) manual, so she called her doctor¿s office like it told her too and they told her to call the manufacturer. The patient reported that it took about 45 minutes to fix and it felt like she was pushing buttons for quite a while before the message went away. The patient reported that she hadn¿t had any problems with that message since 2019-08-16.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she got a power on reset (por) message on her recharger when she was charging today, it happened after she had recharged. The por was an informational por. The patient noted that she normally charged once a week on friday. The patient tried to use her patient programmer (pp) on the call to clear the por but she needed to replace the batteries and didn¿t have new batteries to try. The patient later called back after putting batteries in the pp to get assistance in clearing the por. The patient first got poor communication with the antenna. The patient used the pp without the antenna and was able to clear the por message. The patient was assisted in turning stimulation back on. The patient confirmed stimulation was now working. The patient was later able to successfully connect with the antenna attached. No further complications were reported.